Event description:
Sometimes the meter does not show the "hundreds digit" in the customer's reading. Customer stated that they pushed the slide to activate the system but the display is inconsistent in the display. While on the phone a review of the system was conducted. At the time of the call the display was working fine. However, because the problem was intermittent,a request was made to return the system for evaluation. However, in the meantime a replacement unit was provided.